Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2010 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient had an MRI. A confirmed motor stall was noted in the event logs with no recovery recorded initially. After two additional interrogations the motor stall recovery was noted. The date and times of the MRI/interrogations was unclear. There were no patient symptoms/injuries related to this event. The pump was used to deliver lioresal.